Event description:
It was reported that a cardiomems implant procedure was abandoned due to the patient developing hemoptysis. The physician was unable to locate an appropriately sized vessel on the left side, so the physician navigated the swan catheter to the right side. An appropriate vessel was located in the right pulmonary artery, but the patient developed hemoptysis. The procedure was abandoned in order to identify the cause of and resolve the hemoptysis. The cardiomems sensor was not open or utilized during this procedure. (B)(6) rep provided the following information. To stop the hemoptysis, patient was intubated and put on ECMO, bronchoscopy with inter bronchial injection of epinephrine. Fluoroscopy and bronchoscopy were performed, and the physician felt the cause of the hemoptysis was trauma to pulmonary artery due to catheter (edwards 7fr. Swan) or wire in the right middle lobe. Currently, the patient is stable and awake and was extubated and taken off ECMO the day after the procedure. They were discharged later in the week. Another cardiomems implant attempt is not planned at this time. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".